Manufacturer narrative:
Suspect product: lot number 963/3. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of sinus infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient has ¿lip swelling, redness, and 3 hard nodules¿ after they were injected ¿3 months ago¿ with 1 ml of juvéderm® volbella¿ xc. It was noted patient ¿went to costa rica and was treated for a sinus infection 2 weeks ago. Patient did not finish amoxicillin.¿ treatment noted as amoxicillin, clarithromycin, prednisone, prilosec, and zyrtec. Symptoms have resolved.